Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5x22mm stent enterprise vascular reconstruction device (product code: enc452200, lot number: 9682208) was impeded in the hub of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31600388) and could not be advanced. Upon attempted retraction, the stent detached from the delivery wire within the microcatheter hub. Both the microcatheter (mc) and stent were removed, and new devices were used to complete the surgery. There were no reported patient consequences or observable clinical symptoms. Additional event information received on 05-jan-2026 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. A non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, no damage or anomalies were found along the length of the catheter. The microcatheter was successfully flushed using a lab sample syringe; an 0.018-inch guidewire was advanced through the microcatheter with no resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. The issues reported regarding the microcatheter being obstructed was not confirmed during the functional test, as a sample guidewire was successfully advanced through the entire length of the shaft. According to the risk documentation, the inability to deliver the therapeutic device or track the guidewire to desire location is a potential issue that can occur during the insertion of the microcatheter into the rhv of guiding / intermediate catheter or sheath and can result in the microcatheter getting damaged or kinked during use. The instructions for use (IFU) provides proper handling instructions to prevent such issue from occurring. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x22mm stent enterprise vascular reconstruction device (product code: enc452200, lot number: 9682208) was impeded in the hub of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31600388) and could not be advanced. Upon attempted retraction, the stent detached from the delivery wire within the microcatheter hub. Both the microcatheter (mc) and stent were removed, and new devices were used to complete the surgery. There were no reported patient consequences or observable clinical symptoms. Additional event information received on 05-jan-2026 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.